Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016 product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were in pain from the implant moving and that the implant doesn¿t take their pain away. The patient stated the implant gave them comfort but they didn¿t recover from their pain and was bed ridden. The patient had noticed that the implant moved and the movement caused a stabbing pain. An x-ray proved a lead had moved ¿about 1.5 of the stim¿. The patient met with a manufacturer representative a day or two later for an adjustment. The patient mentioned it hurt a lot when they moved or walked since the adjustment was made and they couldn¿t up the meds for their pain. The patient had an appointment with their healthcare provider to check the implant with x-ray. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that there was a problem with the device/therapy and the healthcare provider wanted to have an MRI before they go in for surgery to check to see if there was a nerve in her neck that was creating the pain. The patient stated that one of the leads was ¿out of whack¿ like they weren¿t lined up so there were two leads that were out of whack and causing her pain. The patient noted that one of the leads was either too far up or too far down and she had seven herniated discs in the t area the doctor thought was causing the pain. The patient mentioned that with the stimulator on or off it was causing her pain and if she moved her arms, walks, sits or stands it bothered her. The pain was getting worse and the patient got the x-ray the day before which showed the lead location got worse so the healthcare provider has to do a surgery to reverse it. The patient didn¿t know what would have caused the issue with the lead because she hadn¿t had any falls or trauma and didn¿t have a high activity level. The patient explained she can¿t reach or bend over or carry anything heavy and was scared to move because she didn¿t want to risk the lead moving more.

Manufacturer narrative:
Correction to supplemental: corrected date to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-03-27. It was reported that the patient¿s symptoms were getting worse and she had an MRI. The patient has an appointment with their healthcare provider next week to review the MRI results and to discuss the next steps. The patient was redirected to their healthcare provider. No further complications were reported.